Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer ate and continued to have high blood glucose. Customer received a bolus of 3.9 units and blood glucose elevated to 513 mg/dl. Customer later received a bolus of 8.9 units and blood glucose was 407 mg/dl. During troubleshooting, it was found that cannula was bent. It was reported that healthcare professional programmed settings on that day. Caller was advised that tubing clamp would be sent in order to complete troubleshooting.